Event description:
It was reported one of the yellow tube connectors on the endoscope reprocessor had a small piece broken off by the o-ring. The customer discovered the break during annual preventative maintenance. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the user report. The fse replaced the yellow connector. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation and to provide the initial reporter's position. The following fields were updated with the initial reporter's position. As part of the manufacturer's investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Possible causes include accumulation of user-applied stress or impact by a hard object. The IFU contains the following statements that may help detect the reported event: "check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.